Event description:
Rec'd info regarding multiple cartridge alarms (cartridge alarm 19) w/multiple cartridges during the load process. Customer's blood glucose level was not impacted.

Manufacturer narrative:
An add'l lot number was reported (lot# m014518). The device is expected to be returned; however the device has not yet been rec'd. A f/u supplemental report will be submitted if the device has been rec'd.